Manufacturer narrative:
Section g3: corrected information. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the log files. The submitted log files spanned approximately 2 days (B)(6) 2020, to (B)(6) 2020 per the timestamp). A backup battery fault activated on (B)(6) 2020, at 16:10 due to load test failure. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compare to the unloaded voltage. Prior to the failed load test, the controller passed multiple load tests without issue. The alarm resolved after powering off the controller and did not affect the controller¿s ability to operate the pump at the set speed limit. The driveline was disconnected on (B)(6) 2020, at 15:55 for a controller exchange. No other notable alarm was observed. The returned hm3 system controller was functionally tested with the returned backup battery, serial (B)(6). The controller was able to operate the mock circulatory loop for an extended period of time without any issue. No alarms were produced. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(4) was shipped to the customer on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient log file was submitted for review due to reported replace back up battery alarm. Log file revealed that on (B)(6) 2020 at 16:10:22, backup battery fault alarms occurred. The patient controller was exchanged. No additional information was provided.